Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 90% stenosed, de novo lesion in the mid right coronary artery (mrca). A 014 ht bmw j guide wire (gw) was advanced; however, resistance was met with the calcified vessel and while pushing towards the target lesion, it was noted that half of the radio opaque tip separated in the anatomy. The guide wire was removed from the anatomy, with the separated segment remaining in the mrca. A non-abbott guide wire was advanced and the separated tip was embedded in the vessel wall with an unspecified stent to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the separated tip was embedded in the vessel wall with an unspecified stent to successfully complete the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device not available for evaluation.